Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis in a good condition. Event log history was performed and indicated that force sensor test was found recorded in history. During analysis, the reported issue was unable to be duplicated. It was noted that the force sensor was out of calibration. Service performed calibration on the pump and monitored force sensor reading. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited system failure force sensor test error. No adverse effects were reported.